Manufacturer narrative:
An event regarding loosening of a triathlon pkr baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for inspection medical records received and evaluation: not performed as no medical records were provided for evaluation. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened

Event description:
Surgeon revised left medial tibia due to loose tibial component which was painful for the patient. Surgeon stated there was no cement holding the implant. Baseplate and insert was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised left medial tibia due to loose tibial component which was painful for the patient. Surgeon stated there was no cement holding the implant. Baseplate and insert was revised.